Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative : incisional hernia. Post-operative diagnosis: large incisional hernia with multiple adhesions. Indications: symptomatic incisional hernia procedure: laparoscopic-assisted open incisional hernia repair with mesh, bilateral component separation, bilateral myofascial advancement flaps, lysis of adhesions findings: large incisional hernia with multiple defects, lesions events: the patient had surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic-assisted therapeutic treatment of an open incisional hernia. It was reported that after implant, the patient experienced seroma, fibrinous exudate, and non-healing wound. Post-operative patient treatment included revision surgery, wound vac placement, debridement and seroma repair.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic-assisted therapeutic treatment of an open incisional hernia. It was reported that after implant, the patient experienced seroma. Post-operative patient treatment included revision surgery, debridement and seroma repair.